Event description:
It was reported that dislodgement of the right atrial (ra) lead was suspected. Reprogramming was performed, but a revision procedure was scheduled. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.